Event description:
Pt had total abdominal hysterectomy and bilateral salpingo-oophorectomy for symptomatic leiomyomata uteri done on 10/10/96. On 10/12/96 the physician attempted to remove the drain and it fractured (distal end remained in pt). On 10/12/96 pt had a laparotomy for the removal of the drain. The drain was removed without complications.